Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding when attempting to change infusion set; customer then received a button error alarm. Customer's blood glucose was 281 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.